Event description:
A malfunction alarm was reported, indicated by code malf 9. The customer's blood glucose level exceeded normal limits, showing a "high" reading. The customer did not initially take action to address the high blood glucose level but eventually received assistance in resetting the pump from technical support. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue reoccurred and acknowledged the instructions.